Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for atrial flutter (af) with rapid ventricular response. Upon review of the latitude, technical services (ts) stated that this patient appeared to be suffering with paroxysmal atrial arrhythmia which gets fast conducted to the ventricles. Ts stated that the device delivered anti-tachycardia pacing (atp) and a shock, and the shock terminated atrial arrhythmia. Ts recommended programming changes. This device remains in service. No adverse patient effects were reported.